Event description:
It was reported that the camera head fell from it's mount on the image intensifier and it was hanging by the cable. No patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.